Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and found to have normal battery depletion. The connector was loose/detached.

Event description:
It was reported that while explanting the implantable cardioverter defibrillator (ICD) due to elective replacement indicator, the header of the ICD cracked. The ICD was explanted and replaced. No patient complications were reported as a result of this event.